Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified rate. After an unspecified length of time when the patient was ambulating, the patient pulled on the secondary tubing set. At this time, the customer contact reported that an unspecified volume of solution leaked from below the clave secondary port onto the pump and the floor. The customer contact reported that the solution that leaked was cleaned up according to the user facility¿s protocol. It was reported that the tubing set was replaced and the therapy was resumed. There were no reported adverse patient effect and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add¿l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Hospira has completed a formal investigation to address the issue of leaks of the clave secondary port. Based on the investigation results, it was determined that the leaks were due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.